Event description:
Customer reported that when they press bolus the insulin pump does not do anything. Customer also stated that they saw that the screen of the insulin pump was blank. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer's current blood glucose reading is 137 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.